Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint that one of the cable of the instrument is broken. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional information not reported by site: the instrument was found to have a broken bipolar yaw pulley, exposing the cable crimp as a result. Broken piece was missing and size of missing piece is approximately .100¿ x .257¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operation room (or) staff noticed a long bipolar forceps cable was broken. A different backup da vinci instrument was used to continue with the case. No fragments fell into the patient. The procedure was completed with no reported injury.